Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-mar-2017, an fse visited the customer to address the reported event. During servicing, fse found that the sorter was misplacing cups to the stc lane. The alignment was off track. Fse realigned the sorter to the stc lane and performed many compound action tests. Then the instrument was rebooted and the test was performed without any errors. They were able to run patient samples without errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the sorter stc alignment.

Event description:
On (B)(6) 2017, a customer reported error 4063 (sorter tip pick up z access home overrun) with their a1a-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.